Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention to revise and move the location of the scs system implantable pulse generator (ipg) due to location discomfort. The issue resolved after moving the patient's generator pocket site.